Manufacturer narrative:
The cryoprobe was returned to erbe USA and inspected on 05/28/26. The visual examination revealed a slit or cut in the white tubing approximately 15mm long and located 551mm from the distal end of the white tubing. Per instructions by our manufacturer, erbe elektromedizin gmbh, the cryoprobe's connector section was disassembled. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was present. The high-pressure tubing was also pushed out of the connector, and the blue o-ring was still a part of the device. The cryoprobe did not have a sintered filter. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. The inspection results and photographic imagery were provided to the manufacturer, erbe elektromedizin gmbh, for their review. It appears that despite the high-pressure tubing being glued in the connector, it encountered a pull force that caused it to become dislodged. No conclusive determination could be made as to when the tubing became dislodged. The cryoprobe lot is a part of an expanded recall. Current cryoprobes now include a component that mitigates the possibility of rupture. The customer is being made aware of the findings. Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with a flexible cryoprobe. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robotic navigation bronchoscope. Specifically, it was reported that the physician tested the cryoprobe and was able to get one (1) good biopsy sample. After taking 3 to 4 samples that were not good, they realized that the pressure level was low. Therefore, the co2 tank was changed, and the pressure was then at 54 bar. Upon re-testing the cryoprobe, it then ruptured. The doctor reported tinnitus, eardrum inflammation, headaches, ear pain, as well as minor hearing loss which then resolved. The respiratory therapist also reported injuries, but they were not specified. Additional information from the manufacturer of the ion robotic navigation bronchoscope as reported to them by the customer was as follows: 05/26/26 'it was reported that during an ion-assisted lung biopsy procedure, an erbe 1.1 cryoprobe "exploded." The cryoprobe was inspected prior to use and no damage was observed. Oxygen flow during the procedure was reported to be set at 8-12 l/min. When the physician pressed the foot pedal to activate the device to perform a biopsy, an explosion of the sheath occurred. No fragments were reported to have entered the patient. The cryoprobe was replaced with a new one, and the procedure was completed with an approximate 10-minute delay. The reporter indicated that no injury occurred and the patient was reported to be doing well. There was no allegation of malfunction of the ion system, ion instruments, or ion accessories associated with this event.' 06/01/26 additional, follow-up information 'it was reported that during an ion-assisted lung biopsy procedure, an erbe 1.1 cryoprobe "exploded." The cryoprobe was inspected prior to use and no damage was observed. Oxygen flow during the procedure was reported to be set at 8-12 l/min. When the physician pressed the foot pedal to activate the device to perform a biopsy, an explosion of the sheath occurred. No fragments were reported to have entered the patient. The cryoprobe was replaced with a new one, and the procedure was completed with an approximate 10-minute delay. The reporter indicated that no injury occurred and the patient was reported to be doing well. There was no allegation of malfunction of the ion system, ion instruments, or ion accessories associated with this event.' 06/02/26 additional, follow-up information "it was reported that an incident occurred affecting four individuals, resulting in transient ear ringing lasting approximately 4-8 hours. No medical intervention was required, no time off work was reported, and no permanent impairment occurred. The event impacted the ability to finish the procedure."